Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left anterior descending artery. After a 2.25mmx28mm promus premier drug eluting stent was deployed, a 12mm x 2.50mm nc quantum apex¿ was selected for use and advanced to dilate the lesion. At an unknown number of inflations, the balloon ruptured at 12 atmospheres. The device was removed without any segment of the balloon detached inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).